Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alerts. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing intermittent atrial under-sensing which resulted in post-sensed t-wave oversensing. The device was not reprogrammed. There were no adverse consequences to the patient.